Event description:
As reported per FDA medwatch mw5118447, "I had bard mesh implanted in 2007 by dr. (B)(6) of (B)(6). He used 30 "p-tacks" to do an indirect inguinal hernia repair most of which are bouncing around in my abdomen and have done severe damage to my organs. They are not safe for use on the organ side of your peritoneal lining. I'm not sure if he fastened them somewhere or just dropped the clip in there as is there appears to be some other items left behind as well. And either the bard mesh has deteriorated and is plugging up my sweat pores as it comes out or there is other stuff left behind that is. I've struggled with finding a dr. Who is honest in this country and will properly diagnose or treat me for sixteen years, and since it's your job to investigate these claims I'll leave it up to you to figure out what is going on. A simple ultrasound would tell the story I do believe. I have all medical documents to back up these claims and also lot numbers of mesh and "p-tacks" use and hospital the where implanted. Thank you. I still have yet to be properly diagnosed for anything due to the huge working partnership and conflict of interest among medical supply companies doctors and their peers. Maybe you would care to support justice and help regulate some of these issues. Ram medical, c.r. Bard, autosuture. Lot number: hurb0002. Expiration date: 01-mar-2013. Implant date: (B)(6) 2013. Reference report: mw5118448." Per implant operative report provided during follow up: the patient was diagnosed with a right inguinal hernia repair and on (B)(6) 2007 underwent a laparoscopic right inguinal hernia repair with implant of a flat mesh. Per the operative report details, "once the structures had been adequately dissected, an oval shaped piece of marlex (flat mesh) mesh was inserted through one of the trocar sites into the abdomen and positioned over the hernia defect. The mesh was then secured to the pubic tubercle and the pectineal line with the (non bd) protack stapling device. The superior portion of the mesh was then secured at intervals to the aponeurotic arch."

Manufacturer narrative:
Based on the information provided, no conclusion can be made. As alleged post implant the patient is experiencing some type of injury and has been trying to obtain a doctor to help treat the condition with no resolution at this time. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 681 units released for distribution in february 2007. H3 other text : not returned - remains implanted.

Event description:
As reported per FDA medwatch mw5118447, "I had bard mesh implanted in 2007 by dr. (B)(6) of (B)(6). He used 30 "p-tacks" to do an indirect inguinal hernia repair most of which are bouncing around in my abdomen and have done severe damage to my organs. They are not safe for use on the organ side of your peritoneal lining. I'm not sure if he fastened them somewhere or just dropped the clip in there as is there appears to be some other items left behind as well. And either the bard mesh has deteriorated and is plugging up my sweat pores as it comes out or there is other stuff left behind that is. I've struggled with finding a dr. Who is honest in this country and will properly diagnose or treat me for sixteen years, and since it's your job to investigate these claims, I'll leave it up to you to figure out what is going on. A simple ultrasound would tell the story I do believe. I have all medical documents to back up these claims and also lot numbers of mesh and "p-tacks" use and hospital the where implanted. Thank you. I still have yet to be properly diagnosed for anything due to the huge working partnership and conflict of interest among medical supply companies doctors and their peers. Maybe you would care to support justice and help regulate some of these issues. Ram medical, c.r. Bard, autosuture. Lot number: hurb0002. Expiration date: 01-mar-2013. Implant date: (B)(6) 2013. Reference report: mw5118448." Per implant operative report provided during follow up: the patient was diagnosed with a right inguinal hernia repair and on (B)(6) 2007 underwent a laparoscopic right inguinal hernia repair with implant of a flat mesh. Per the operative report details, "once the structures had been adequately dissected, an oval shaped piece of marlex (flat mesh) mesh was inserted through one of the trocar sites into the abdomen and positioned over the hernia defect. The mesh was then secured to the pubic tubercle and the pectineal line with the (non bd) protack stapling device. The superior portion of the mesh was then secured at intervals to the aponeurotic arch." Addendum per additional information provided: contact reports the mesh has "migrated from groin to arm and has been rejected by body (claims the polypropylene "pushed" itself out of arm). The mesh appears "metallic" on the scan.¿

Manufacturer narrative:
Based on the information provided, no conclusion can be made. As alleged post implant the patient is experiencing some type of injury and has been trying to obtain a doctor to help treat the condition with no resolution at this time. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2007. Addendum: this supplemental MDR is submitted to document the additional information provided. Photo provided finds mesh appears to be detached with non-bd, fasteners present on the mesh. Based on the information provided and photo review, why or how the condition of the mesh occurred cannot be determined. The adverse reactions section of the instructions-for-use supplied with the device lists migration as a possible complication. Updated fields: b4, b5, e3, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.